Event description:
It was reported that when xio exports a partial dose (some beams on, some off) plan, plan review in monaco will show checkmarks indicating that all beams are on, but the dose display is only for the partial dose coming from xio. If dicom export from monaco, all beams and mus for all beams will be exported. Therefore the dose delivered will not match the dose displayed on monaco. There was no mistreatment. This issue was found internally.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.